Event description:
The consumer reported two (2) false negative results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a direct tested nasal sample using the kit swab. This manufacturer's report addresses test one (1) of two (2). Repeat testing was performed on a different ID now instrument on (B)(6) 2023 on a direct tested nasal sample using the kit swab and generated a positive result. Pcr confirmation testing (platform unknown) was performed on (B)(6) 2023 from a nasal sample collected on (B)(6) 2023 and stored in vtm. This pcr test generated a positive result. The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit 1091639 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test base part number 192-430 / lot 1091639. The lot met the required release specifications. A review of the complaints reported as false negative (confirmed, unconfirmed, conflicting) related to kit lot 1091639 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample: single-use: device discarded.

Event description:
The consumer reported two (2) false negative results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a direct tested nasal sample using the kit swab. This manufacturer's report addresses test one (1) of two (2). Repeat testing was performed on a different ID now instrument on (B)(6) 2023 on a direct tested nasal sample using the kit swab and generated a positive result. Pcr confirmation testing (platform unknown) was performed on (B)(6) 2023 from a nasal sample collected on (B)(6) 2023 and stored in vtm. This pcr test generated a positive result. The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.